Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump was exposed to moisture and stopped working. Customer stated that, there were fluid under the liquid display screen and there was a hairline crack on the back of the insulin pump. The insulin pump was getting off and will not turn on. The device is expected to be returned for analysis.

Manufacturer narrative:
Device had blank display due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage.